Manufacturer narrative:
The zoll console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported that the coolgard 3000 ivtm system (s/n: (B)(4)) displayed a tcmid: 05 (coolant diif failure) error message during start-up. Another unspecified system was used to continue and complete treatment. There were no reports of patient injury as a result of the reported issue.